Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user reported inaccurate sensor reading that triggered a threshold suspend. The customer¿s blood glucose was 240 mg/dl and sensor glucose was 80 mg/dl at the time of event, the difference is outside the acceptable range. Suspend on low limit in sensor setting was 110 mg/dl. No harm requiring medical intervention was reported. The sensor will be returned for analysis.